Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 2.25 x 15 otw trek and 2.5 x 15 otw trek are being reported under separate medwatch reports. Evaluation summary: analysis of the returned product noted blood visible in the guide wire lumen and on the shaft and contrast in the inflation lumen. The balloon was loosely folded. This is consistent with preparation and use of the product in the patient anatomy. There were two kinks in the shaft 5 cm and 6 cm proximal to the proximal balloon seal. There were multiple chatter marks on the outer member between the two kinks in the shaft (length of 1 cm). A non-abbott guide wire was returned with blood and contrast on the coils and core. There were two bends in the core 11.5 cm and 12 cm proximal to the tip ball. A full length mandrel was used to measure the inner diameter of the inner member and the mandrel was advanced through the entire length of the guide wire lumen without resistance noted. The returned guide wire was advanced through the balloon catheter first with the balloon catheter straight then looped and there was no resistance noted. The guide wire was inserted in the guide wire lumen of the returned balloon catheter and a new indeflator, filled with water, was used to pressurize the balloon to the rated burst pressure of 14 atms to check the guide wire movement. While pressurized, the non-abbott guide wire was not able to move and strong resistance was felt. The guide wire lumen was collapsed sporadically proximal to the balloon marker, for a length of 11.5 cm. Negative pressure was pulled and the guide wire was removed from the balloon catheter with resistance noted, confirming the reported event. Inner member collapse can occur if a guide wire is not inserted into the guide wire lumen during inflation or during preparation for use or from multiple/high pressure inflations; however, a conclusive cause could not be determined. The noted pinching of the chatter marks and kinks likely occurred during packaging, handling and return to abbott vascular for analysis as it was not reported in the incident information and does not appear to have contributed to the reported resistance. Factors that may contribute to the inability to retract the catheter over the guide wire and cause resistance between the devices may include, but are not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. To ensure this is not the result of product deficiency, all products are visually inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility. A conclusive cause for the noted inner member collapse could not be determined. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. All dilatation catheters are visually inspected and checked for proper guide wire movement on the manufacturing line.

Event description:
It was reported that during the procedure in the heavily calcified right coronary artery, a .014 non-abbott guide wire was advanced. Pre-dilatation was performed using a 1.5 x 15 otw mini trek dilatation catheter (3 inflations @ 14 atms), 2.25 x 15 otw trek dilatation catheter, (5 inflations @ 14atms) and 2.5 x 15 otw trek dilatation catheter (2 inflations @ 14 atms). All dilatation catheters delivered smoothly; however, during withdrawal of each catheter post inflation, pinching was felt on the guide wire causing the physician to slightly lose position. Reportedly, it was a significant challenge to remove each catheter from the guide wire. There was no significant delay in the procedure and there was no adverse patient effect. Though requested, no additional information was provided.